Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The information received indicated that the access wire unraveled. Access was gained from subclavian vein to advance the micro puncture transitionless access set. When the physician inserted the wire guide into the needle, it would not advance. Therefore, he removed the wire guide from the patient's body and it was confirmed that the wire guide had gotten unraveled and kinked. Another device was used instead to complete the procedure. No adverse effect to the patient reported.